Event description:
Download data from a (B)(6), male, pt, revealed multiple occurrences of service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon eval, the trunk cable connector was broken, which caused the service code 204. The root cause for the broken connector could not be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable connector. The pt was issued a replacement electrode belt.